Manufacturer narrative:
Patient samples were drawn and tested in heparin plasma gel tubes and centrifuged at 3500rpm for 8 minutes. Qc was performing within the customer's established ranges. A field service engineer (fse) went on-site (B)(6) 2011. Fse examined the instrument and verified hardware was performing within specifications. Fse also performed a precision run of 30 samples on the accutni assay which gave results within specifications. Per fse, this event was a sample-related issue, however, a definitive root cause for this event has not been determined. MDR #2122870-2011-01243 has been submitted for patient 2 of 2.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel dxc 600i synchron access clinical system for 2 patients which were questioned by the physician as they did not match the patients' clinical picture. Repeat analysis of the patient samples gave lower results within the risk stratification range for both patients. The customer did not receive any report of death or patient injury however the customer did report that treatment may have been administered to the patient. The exact treatment administered was not provided by the customer.